Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system (dxc 800) generated erroneous results for alp (alkaline phosphatase), vanc (vancomycin) and vpa (valproic acid). Customer reported that the dxc 800 generated one erroneous alp result, one erroneous vpa result and two erroneous vanc results. This report addresses the erroneous alp and vpa results. See MDR# 2050012-2012-00747 for the medwatch report on the vanc results. Customer reported that the erroneous alp result was not reported out of the laboratory. Customer reported that the erroneous vpa result was reported out of the laboratory. Customer reported that the erroneous result was corrected. There was no report of any adverse event or injury requiring medical intervention or patient treatment because of the erroneous alp and vpa results. Bec customer technical support instructed the customer to perform routine system inspection. Customer reported that the mc (modular chemistry) cover may have been obstructing cartridge side operation. Customer reported that laboratory staff had been working on that portion of the system earlier to troubleshoot a phosphorous issue. Cts advised the customer to home the system after the customer ensured all covers were in place.

Manufacturer narrative:
This report is one two reports related to two events that occurred on the same day. This report is related to MDR#2050012-2012-00747.